Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An upstream occlusion alarm was not reproduced during functional testing on the flow line. A review of the event history log revealed multiple upstream occlusion alarms on the reported event date. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The pump functioned as intended, the upstream pusher was present and properly fixed, and the ultrasonic sensor was found within range. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion in the operating room. The patient was connected to the pump but no infusion was delivered. There was no report of patient injury or medical intervention associated with this event. No additional information is available.